Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure. The procedure was performed on (B)(6), 2012. According to the complainant, during the procedure, the balloon was attempted to be inflated in the patient's esophagus with water, however the balloon burst during inflation. It was reported that balloon was removed from the patient completely intact and that a second cre balloon was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age and weight are unknown. However, it was reported the patient is over 18 years. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure. The procedure was performed on february (B)(6), 2012. According to the complainant, during the procedure, the balloon was attempted to be inflated in the patient's esophagus with water, however the balloon burst during inflation. It was reported that balloon was removed from the patient completely intact and that a second cre balloon was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual evaluation of the device revealed the balloon portion of the device to be torn longitudinally. No damage was noted to the catheter of the device. The complaint that the balloon had burst was confirmed. It is most likely that this failure occurred due to procedural or anatomical factors encountered during the procedure that limited the performance of the device (e.g., the balloon comes into contact with a sharp exterior source). Therefore, the most probable root cause for this complaint is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot.